Manufacturer narrative:
Continuation of d10: 694765 lead implanted: (B)(6) 2012 407652 implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that the patient received possibly inappropriate anti-tachycardia pacing (atp) and high-voltage therapy for supra ventricular tachycardia (svt) that the device classified as ventricular tachycardia (vt) due to right atrial (ra) lead undersensing noted on stored episodes. It was also noted that the ra lead exhibited possible far field r-wave (ffrw) oversensing causing false detection of atrial tachycardia/atrial fibrillation (at/af) detection. Additionally, output could not be confirmed sufficient for consistent left ventricular (lv) lead capture. Both leads remain in use. No further patient complications have been reported as a result of this event.